Manufacturer narrative:
(B)(6).

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the battery compartment was cracked. There is no indication the alleged product issue caused or contributed to an adverse event. The device was returned to the manufacturer and investigation completed 02-aug-2018. On investigation, the battery compartment was confirmed to be cracked. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.